Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR), heart catheterization and extracorporeal membrane oxygenation (ECMO). At the middle of the procedure, after they terminated tachycardia and went into sinus rhythm, the patients¿ blood pressure dropped. The patient went into cardiac arrest while the catheters were in the body. CPR was performed, cardiothoracic surgeons were called, a heart catheterization was performed, and the patient was placed on ECMO. The patient was transferred to the cardiovascular intensive unit (cvicu). Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician does not know what caused the event. Patient¿s relevant history includes previous atrial fibrillation ablation and persistent atrial fibrillation.